Event description:
Same case as 6000093-2007-00881. It was reported that post a coronary drug eluting stenting treatment procedure, an acute myocardial infarction (mi) occurred. The initial procedure occurred in (B)(6) 2007. The physician placed 2 taxus express2 drug eluting stents to the circumflex (cx) artery, a 2.5x8mm and a 2.5x16mm. The pt was prescribed plavix post procedure, but it is "unknown if compliant." Six days post procedure, the pt arrived by helicopter and was diagnosed with an acute mi. The pt was treated by using a 3.0x15mm maverick balloon to both stents and was given plavix. "The pt is quite sick due to this issue." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. (B)(6).